Manufacturer narrative:
(B)(4). Event occurred in 2016 though exact date is unknown. Implantation and revision occurred in 2016 though exact date is unknown. Report source: foreign: germany. Medical product: unknown zimmer natural nail screw: catalog#ni, lot#ni, qty#6. Customer has indicated that the product will not be returned to zimmer biomet for evaluation, as it was requested but not returned by the hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent a bone fixation procedure. On an unknown time frame post-implantation, the patient experienced pseudoarthrosis. Subsequently, the patient underwent revision surgery of the femoral nail as well as an additional plate osteosynthesis and spongioplasty for stabilization. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - im nail g07002. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported via a clinical study that a patient underwent a left femur bone fixation procedure. On an unknown time frame post-implantation, the patient experienced pseudoarthrosis. Subsequently, the patient underwent revision surgery of the femoral nail as well as an additional plate osteosynthesis and spongioplasty for stabilization. Due diligence is complete as multiple attempts have been made however it was reported that no further information or product is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.d10: medical product:6.0 mm diameter cancellous screw fixed angle 3.5 mm 45 mm length: catalog#47248404560, lot#62315191.6.0 mm diameter cancellous screw fixed angle 3.5 mm: catalog#47248408060, lot#62620524.6.0 mm diameter cancellous screw fixed angle 3.5 mm: catalog#47248407060, lot#62443667.6.0 mm diameter cancellous screw fixed angle 3.5 mm: catalog#47248409060, lot#62642887.5.0 mm diameter cortical screw fixed angle 3.5 mm: catalog#47248403050, lot#62671192.5.0 mm diameter cortical screw fixed angle 3.5 mm: catalog#47248403550, lot#62682750.5.0 mm diameter cortical screw fixed angle 3.5 mm: catalog#47248403550, lot#62649792.the investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.